Event description:
Complainant alleged that during biomed testing the device displayed a "poor pad contact" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and eval found that the device had been previously disassembled, causing the reported malfunction.